Event description:
Follow up information received from the healthcare professional (hcp) reported that perioperative antibiotics were administered and that the date of onset of the infection was unknown. A culture was obtained but the results were not reported. It was noted that the patient's implantable neurostimulator was explanted due to lack of efficacy and severe pain at the lead insertion site. The hcp reported that there were no signs of infection noted during the explant. If any additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient's device was removed due to an infection or irritation. The reporter stated the reason for the removal was not exactly known, but two different doctors said to remove the device. The device was removed (B)(6) 2012. The patient outcome was unknown. Additional information was requested and, if received, will be addressed in a supplemental report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), explanted: 2012-(B)(6), product type lead product ID 3778-60, serial# (B)(4), explanted: 2012-(B)(6), product type lead. (B)(4).